Manufacturer narrative:
The subject device (tjf-q190v) was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) was checked the subject device and confirmed that there was tissue material on the forceps elevator as reported, and found the following: there were scratches and a slight dent on the distal end. The forceps elevator was not moved without manipulation of forceps elevator lever on the control section. The forceps elevator moved smoothly. There was no sharp edge on the distal end with a distal cover attached. There was no significant gap between the distal cover and the distal end. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during endoscopic retrograde cholangiopancreatography (ercp) with the duodenal videoscope (tjf-q190v), it was found that there was tissue material between the forceps elevator of the tjf-q190v and the single use distal cover (maj-2315). The user facility completed the procedure with the tjf-q190v. The user discarded the single use distal cover. Additionally, the user stated that following; the single use distal cover was attached according to the instruction manual without any crack, but it was unknown whether there was the crack on the single use distal cover after the procedure. The subject device did not have any abnormality in the appearance before and after the procedure. The single use distal cover was not stored under conditions that might cause crushing, deformation, or cracking. The user did not use a lens cleaner and another equipment. The suction function was not used while removing the tjf-q190v from the patient. The patient did not have a medical history, primary disease, ulcer or stenosis that could contribute to the injury. There were no reports of serious deterioration of the patient's health or extension of the procedure, and no report of further patient injury, associated with this event. This report is 1 of 2, regarding tjf-q190v.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device (tjf-q190v) was not returned to omsc for evaluation but was returned to olympus europa (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from (B)(4), it was surmised that the reported event occurred by the following mechanism. The user performed the suction with the distal end opening space close to the surface of mucosa, which causes the mucosa sucked into the distal cover (maj-2315). When the user tried to withdraw the subject device from the patient, the mucosa was damaged by the edge of the distal cover. The distal cover was cracked at the tear-off line due to the inappropriate attachment of the distal cover to the subject device. When the distal end was pressed against the mucosal surface after the distal cover had been cracked, the mucosa was caught in the cracked cover and damaged, even though the suction had not been performed. If additional information is received, this report will be supplemented.